Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and alarm will not function. The key failure is the pilot valve not switching and alarm weak/no alarm.